Event description:
Caller reported receiving a minimum fill notification and it was confirmed that there was no adverse impact to the customer¿s blood glucose level. The caller attempted to load a new cartridge and encountered difficulty understanding some instructions provided. Technical support guided the caller through proper techniques of filling and loading a new cartridge onto the pump. This successfully resolved the issue, allowing the caller to resume insulin use, and assistance was provided to return the pump to its case.